Manufacturer narrative:
Zoll medical germany evaluated the device and the customer's report was not replicated or confirmed. Review of all available device logs found no evidence to support those claims. No instances of unexpected power cycling, spontaneous rebooting, or erroneous charges were identified on the reported event date or in historical data dating back to early december. The device subsequently underwent extensive functional testing and met all performance specifications without discrepancy. Based on the objective log review and bench testing results, the reported rebooting and power cycling events could not be confirmed and are considered unsubstantiated. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a female patient (age unknown), the device restart/reboot itself multiple times. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.